Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to intensive care unit (ICU) due to thrombus, with hematuria, hemoglobinuria and high power. Patient was successfully treated with intravenous (IV) fluids, antiplatelet therapy, thrombolytic therapy, tissue plasminogen activator (tpa), and anticoagulant therapy. Patient will be discharged home next week. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: sn (B)(4) was not returned for evaluation. Review of the manufacturing documentation revealed that the associated device met all requirements prior to release. The reported "high power" event was confirmed via log file analysis which revealed an increase in power consumption and estimated flows since (B)(6) 2018. 384 high watt alarms were logged since (B)(6) 2018. Of note, the patient received anticoagulant and thrombolytic therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the "high power" event may be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.